Manufacturer narrative:
Vyaire medical file idenification: (B)(4). The defective component/device will not be returned for further evaluation; therefore a definitive root cause could not be determined and corrective or preventive action is not indicated at this time. However, the customer placed an order for a part replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator was having a transducer fault error during routine testing. As per the vyaire complaint form, the event happened during calibration and operation verification procedure. Furthermore, there was no patient associated with the reported event.